Event description:
It was reported that the patient experienced an insulin flow blocked alarm leading to high blood glucose and was treated with insulin via pump and pen injection on (B)(6) 2026

Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain name: medtronic minimed country: united states of america address ¿ line 1: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219 based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380